Manufacturer narrative:
Update to section h6 - adverse event problem: change of medical device problem code from a090807 to a090809.

Event description:
The customer observed a falsely elevated sodium on the architect c4000 for one patient. The customer had replaced the ict module before the discrepant results. The following information was provided (reference range, sodium 136 to 145 mmol/l): initial sodium result= 162 mmol/l; repeat result= 136 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The customer inspected the architect c4000 processing module and performed a flushing of the ict modle, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the ict modle did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the ict modle was identified.

Event description:
The customer observed a falsely elevated sodium on the architect c4000 for one patient. The customer had replaced the ict module before the discrepant results. The following information was provided (reference range, sodium 136 to 145 mmol/l): initial sodium result= 162 mmol/l; repeat result= 136 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium on the architect c4000 for one patient. The customer had replaced the ict module before the discrepant results. The following information was provided (reference range, sodium 136 to 145 mmol/l): initial sodium result= 162 mmol/l; repeat result= 136 mmol/l there was no impact to patient management reported.